Event description:
It was reported that the cadd solis legacy pump emitted double beep sound with cassette. The reported event occurred during testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary attached.